Event description:
Info received indicated the trendelenburg function did not operate when using the CPR lever.

Manufacturer narrative:
The hill-rom tech replaced the CPR/trend valve to resolve the issue.